Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). A medtronic representative went to site to test the equipment. Representative reported that the navigation system had no issue seeing imaging system trackers during cases. Wiring was checked from gpio board to trackers and nothing was loose. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during l5-s1 posterior spinal fusion procedure, the imaging system trackers could not be viewed in navigation tracking view. Rebooting the imaging system resolved the issue and the trackers were visible. Site was able to successfully perform an imaging spin. The procedure was completed with the use of imaging. There was a delay of 10-15 minutes. No impact on patient outcome.